Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lot of pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2019, intrauterine contraceptive device (paragard), meloxicam since (B)(6) 2019 and oxycodone. In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In march 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain") and experienced hirsutism ("hair on my face"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower stomach area") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, vulvovaginal pain, urinary tract infection, depression, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, hirsutism, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hirsutism, hypoaesthesia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012. Discrepancy noted : if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2019: plaintiff fact sheet : events hair on my face, abnormal bleeding (vaginal), menorrhagia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included intrauterine contraceptive device (paragard). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower stomach area"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), hypoaesthesia ("neurological conditions or problems type: numbness in legs"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the genital haemorrhage, vulvovaginal pain, urinary tract infection, depression, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, pelvic pain, urinary tract infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received with her demographic details were updated. Reporter added. Following events were added: infection (bladder/urinary tract/vaginal) type: recurrent uti, psychological or psychiatric problems condition: depression, neurological conditions or problems type: numbness in legs, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain/ loss (specify which one) weight gain, hair loss and she did not underwent an essure confirmation test. Event clubbed: heavy abnormal bleeding/abnormal bleeding (general) and severe cramping/lower stomach area. Event severity added for: severe cramping/lower stomach area. Event outcome added for: pelvic pain, abdominal pain and severe cramping/lower stomach area. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lot of pain') and embedded device ('two metallic-like wires embedded within the myometrium in the bilateral fundal portion of the uterus.') In a 33-year-old female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included adenomyosis, hypertrophy of uterus, endometrial polyp and pregnancy test urine negative. Concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2019, intrauterine contraceptive device (paragard), meloxicam since (B)(6) 2019 and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("hair on my face"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia, abnormal bleeding (, menorrhagia).") And was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In 2014, the patient experienced genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower stomach area") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the embedded device, genital haemorrhage, vulvovaginal pain, urinary tract infection, depression, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, hirsutism, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hirsutism, hypoaesthesia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012. Discrepancy noted : if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received: event device embedded added and made medically significant and intervention required due to surgery. Reporter, lot number, and medical history added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lot of pain') and embedded device ('two metallic-like wires embedded within the myometrium in the bilateral fundal portion of the uterus.') In a 33-year-old female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included adenomyosis, hypertrophy of uterus, endometrial polyp and pregnancy test urine negative. Concurrent conditions included overweight. Concomitant products included ibuprofen since (B)(6) 2019, intrauterine contraceptive device (paragard), meloxicam since (B)(6) 2019 and oxycodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurrent uti"), depression ("psychological or psychiatric problems condition: depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hirsutism ("hair on my face"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia, abnormal bleeding (, menorrhagia).") And was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On (B)(6) 2012, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness in legs"). In 2014, the patient experienced genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/lower stomach area") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the embedded device, genital haemorrhage, vulvovaginal pain, urinary tract infection, depression, hypoaesthesia, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, alopecia, hirsutism, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hirsutism, hypoaesthesia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Discrepancy noted : if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.